Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The soft amber part of a '41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve' reportedly detached from the rigid white part, and the unspecified (contained) fluid from the bag leaked out. This issue occurred on an unspecified date. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.